Manufacturer narrative:
(B)(4). The field service representative (fsr) went onsite to evaluate the suspect device. The fsr was able to duplicate the reported issue and determined the most likely cause of the issue was a defective flow sensor/diaphragm. After replacement and connecting a flow sensor and diaphragm, the issue was resolved. The fsr performed the operational verification procedure and reported the unit passed all testing. No parts are available to be returned so no further investigation can be performed.

Event description:
The end-user reported while using the vela ventilator; the unit displays a ventilator inoperable alarm. The issue occurred during patient use, the patient was bagged and placed on another ventilator. The end-user reported there is no patient consequence associated with the event.